Event description:
It was reported blood was leaking at the hemostasis valve of the introducer sheath.

Manufacturer narrative:
One 8f fast-cath introducer was received for evaluation with the extension tube assembly detached from the side port of the introducer. In conclusion, visual inspection of the returned introducer revealed the extension tubing detached from the side arm port. The side port was received flattened. Additional testing confirmed the presence of solvent on the detached extension tube. CAPA was initiated on october 10, 2006 to investigate sidearm detachments. The process has been updated and validated to prevent recurrence.